Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that has no cable cord was confirmed during product evaluation. This condition was caused by a missing power cord. The power cord was replaced to correct the reported condition.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that has no cable; this condition had the potential to interrupt delivery. It is unknown when this event occurred and if there was patient involvement. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.